Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 12/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction with mentor smooth round moderate profile 325cc saline prostheses. Deflation on the left breast prosthesis along with tenderness was diagnosed post procedure through a visual examination. Possible capsular contracture baker grade unknown was also indicated on the right breast. As a result, the patient will undergo removal and replacement with unspecified mentor saline prostheses on (B)(6) 2019. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-07506 for the contralateral prosthesis.

Manufacturer narrative:
Additional information received on 3/20/2019 indicated the patient experienced bilateral ptosis and underwent removal and replacement with saline mentor smooth round moderate profile 350cc, catalog number 3501655, lot number 7647436, serial number (B)(4) (l) and (B)(4) (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was received with no fluid. White material was observed within the device and no foreign material was observed on the anterior aspect. Upon receipt the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Deflation complaint was confirmed. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve (pert 0102). Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process (pert 0101). Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated (pert 9902). Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. At this time is not possible to determine the origin of the white material observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor product analysis lab was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).